Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon eval, the monitor produced a segmentation fault during the flash test. Destructive testing revealed a fracture between the inter-metallic layer and the copper pad of the flash bga component, u102, on computer analog (ca) board sn (B)(4), the fracture between the intermetallic layer and the copper pad of the bga occurred at pin a25 on the c/a board. The fracture between the copper pad and inter-metallic layer of the bga component likely caused the inability to power on. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) pt's spouse contacted zoll customer support to report that the pt's monitor was not powering on. The pt was issued a replacement monitor.